Event description:
Additional information was received on 16aug2021 and 26aug2021: it was reported that both limbs occluded, the left then the right. The patient died several weeks after device explant due to sepsis from post-operative pancreatitis. It was confirmed that the pancreatitis was caused by the open procedure; however, it was complicated by the patient's morbid obesity. No anti-coagulation or anti-platelet medications were prescribed before the initial evar procedure; however, rivaroxaban was prescribed after the first limb occlusion. Anti-coagulation/anti-platelet medications were also prescribed after the cross femoral and axillobifemoral procedures. The patient was a life long non-smoker. The initial evar took place in (B)(6) 2014. The cross femoral procedure took place in (B)(6) 2018 and the axillobifemoral happened in (B)(6) 2021. The patient required an open repair in (B)(6) 2021 and death was reported in (B)(6) 2021. As reported by the surgeon, it is not believed that the device caused or contributed to the death of the patient.

Manufacturer narrative:
Additional information: b5, b7, h6- annex f correction: b5, h6- annex e. B2- date of death: (B)(6) 2021. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown cook iliac leg graft occluded. Following implantation in (B)(6) , the device occluded. As a result, a cross femoral bypass procedure was performed. Following an additional secondary procedure at a later time, which is also reported under patient identifier (B)(6) , the device was explanted and an open repair was performed. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. Dr. (B)(6) at (B)(6) centre informed cook on 28jun2021 of an incident involving what the physician believes was a zenith flex device from an unknown lot. Therefore, this investigation will be conducted using documentation for a zenith flex with spiral-z technology aaa endovascular graft (zsle). The patient was reported to be obese (bmi 42) and a lifelong non-smoker. In (B)(6) 2014 the patient had an endovascular aneurysm repair (evar) procedure completed. At an unknown date the iliac leg graft occluded, and a cross fem bypass was performed in (B)(6) 2018. At an unknown date the opposite iliac leg graft was occluded; therefore mfg. Report reference #: 1820334-2021-01712 captures that device. After the second device occluded an axillobifemoral bypass was performed in (B)(6) 2021. Reocclusion occurred in the bypass and all grafts were explanted in (B)(6) 2021, a traditional aaa repair was completed. The patient was not prescribed any anticoagulation or antiplatelet medications prior to the index procedure. After the first limb occlusion the patient was prescribed rivaroxaban. The treating physician confirmed patient¿s death was in (B)(6) 2021 due to sepsis from postoperative pancreatitis. The site reported pancreatitis was due to the open procedure of the graft system, complicated by patient¿s morbid obesity (bmi 42). The site reported the device did not cause or contribute to the patient¿s death in this case. Attempts to acquire additional information from the user facility regarding device description were executed, however the surgeon was not able to provide that information due to their system not dating that far back. A review of the documentation including the drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device, as well as an interview of personnel, was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. A video of the cta axial imaging was provided by the facility and reviewed by the endovascular planning specialist. The arterial vessels were patent throughout the anatomy with no signs of thrombus, narrowing or occlusion. No coronal or sagittal images were provided to evaluate any angulation in the iliac arteries or aorta. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be competed due to the lack of lot information from the user facility. It was concluded that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The instructions for use (IFU) provides the following information related to the reported failure mode: 4.1 general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including 1.) Abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal rediopgreaphs and duplex ultrasound may provide similar information. 4.5 implant procedure unless medically indicated, do not deploy the zenith spiral-z endovascular aaa iliac leg in a location that will occlude arteries necessary to supply blood flow to organs or extremities inaccurate placement and/or incomplete sealing of the zenith spiral-z endovascular aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion graft or native vessel occlusion 7.1 individualization of treatment additional considerations for patient selection include but are not limited patient¿s age and life expectancy co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. 8 patient counseling information in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to postoperative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death. Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the delivery system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Diameters of infrarenal aortic neck and distal iliac arteries. 4. Length from the aortic bifurcation of a previously placed main body or renu from the zenith aaa endovascular graft family of products to the internal iliac arteries/attachment site(s). 5. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 6. Degree of vascular calcification. Based on the information provided, examination of imaging provided by the facility and the results of our investigation, a definitive cause of failure for this event was unable to be established. The patient was obese (bmi 42), IFU states "additional considerations for patient selection include but are not limited; co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity)". Patient condition was a likely contributing factor to this failure mode. Occlusion is also an inherent risk of the device. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
In additional information received on 08jul2021, it was reported that the device explant occurred in 2021. No other adverse effects to the patient have occurred.

Manufacturer narrative:
Additional information: b5, h6- annex e. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.